Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. Hospitalization, treatment, and patient outcome were not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B3: event date: januarly 2025. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.